Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient had redness inside the line of the infusion set on 7-aug-2025. No further information available